Manufacturer narrative:
(B)(4).

Event description:
An unknown individual and the health care provider (hcp) reported that the patient¿s implantable neurostimulator (ins) was not working, but the reason for not working was unknown. The patient¿s hcp confirmed it was not working, but they didn¿t know why or for how long it had been in this state. The hcp had not seen the patient in a number of years and believed the patient turned off the therapy. The therapy just did not work for the patient and didn¿t help their problem and there was nothing wrong with the device. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.